Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-01925 / 01929).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and loss of range of motion. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2011. Patient's legal counsel further reported that fluid reaction, stained membrane and metallosis were allegedly noted during the revision procedure. The modular head and acetabular cup were removed and replaced. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and loss of range of motion. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2011. Patient's legal counsel further reported that fluid reaction, stained membrane and metallosis were allegedly noted during the revision procedure. The modular head and acetabular cup were removed and replaced. There has been no reported right hip revision procedure to date. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2011 was due to pain. The patient's operative report noted fluid reaction, darkly stained membrane, metallosis, and osteolytic defect. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.